Event description:
On (B)(6) 2011, pt reported having concerns with bent infusion set cannulas while using the infusion sets. Pt stated a few time he experienced a bent cannula. Pt reported he noticed it because his blood glucose went up to 400 mg/dl and when he attempted to bolus he received an occlusion error message. Pt's normal blood glucose range is unk. Pt stated he removed the infusion set and noticed the bent cannula. Pt discarded the alleged infusion sets. Pt used the insertion assist plus device to insert the infusion sets. Pt reported the infusion set was in for only one day before he noticed the elevated blood glucose readings. Pt stated he switched to a different type of infusion set and his blood glucose came down right away. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.

Manufacturer narrative:
No product will be returned for eval.